Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed and a low and posterior puncture was used. A double curve watchman access system (was) was introduced to access the laa along with an unknown pigtail catheter. The physician found it difficult to get the was along the anterior wall of the laa for optimal device placement and as he torqued the sheath, they noted a significant kink. The was replaced for another double curve was. A watchman laa closure device and delivery system was inserted into the was. The closure device was deployed, but there was a shoulder of over 12mm and it was not fully compressed. The closure device was fully recaptured and removed from the patient. They also removed the was and exchanged it for a single curve was. A new delivery system was used and the closure device was successfully deployed and released. There were no patient complications.